Event description:
It is reported that after trialing with the 16.5 distal tip and the calcar b standard 40x45 proximal trial, the surgeon attached the slap hammer hook extractor. After 4 swift blows to the slap hammer, the proximal calcar body trial broke in half. No harm to pt.

Manufacturer narrative:
Eval summary: as returned, the zmr cone body provisional fractured circumferentially near the internal c-ring groove. The fracture passed through the a-p thru holes on the provisional midsection. Crack initiation and/or fracture was likely due to excessive force applied during removal from the stem using a slap hammer. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.